Manufacturer narrative:
This report is based on information provided by philips fse personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that v-5 will not read n 12 lead ECG cable. Testing shows main 6 lead trunk cable not receiving v-lead input. To confirm testing results, 6 lead trunk cable, from another device, has been swapped. Account manager replaced ECG cable. No visible damage to cable. The customer has been provided shipping label to return cable for evaluation. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. Through the gfe, information obtained that there was no patient harm, but the detailed patient outcome is unknown. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after cable replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the device could not obtain readings on the 12 lead ECG. The device was in use, however there was no adverse event to the patient or user.